Manufacturer narrative:
Two opened and 1 unopened slit knives were received in blisters for the report of dull knives. The two opened knives were incorrectly seated in the blade protector trays. The returned samples were visually inspected and samples 1 and 2 (opened samples) were found to be non-conforming with damaged tips and a damaged cutting edge. Sample 3 (unopened) was found to be conforming. Functional testing for penetration was then performed on sample 3 and was found to be conforming. Penetration testing could not be performed on samples 1 and 2 due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The unopened sample was found to be conforming; however the damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure the knife was dull. The product was replaced with a new one and the procedure was completed without harm to the patient.